Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device)-post procedure was confirmed with objective evidence through the imaging evaluation. Limited imaging was provided, and review and analysis of all available information fails to indicate a root cause or probable root cause. Unable to determine the cause of the event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, one month post-procedure, intravenous heparin was administered to the patient. No implant positioning problems were identified. Patient received an evoque valve in tricuspid position where the evoque valve was implanted without issue and the patient was discharged under marcumar, due to chronic atrial fibrillation (af). After discharge home, the dose was not ideal according to the patient (inr 2). The inr was not in the desired range and the patient experienced fatigue. CT and tte were scheduled 30 days after implantation, as per standard protocol. Gradient levels post-procedure and at discharge were 5mmhg. Upon confirmation of leaflet thrombosis, gradient levels reported as 7mmhg. Intravenous heparin was then administered, and after two weeks, the gradient level was 4mmhg.